Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the sensor was giving inaccurate readings at night which activated the threshold suspend feature on the device. The threshold suspend feature is set to 40 mg/dl. His blood glucose was 211 mg/dl. No troubleshooting was performed as customer had inserted a new sensor. The customer is returning a sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.